Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 0094103. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that a syringe 10ml saline fill china sp had difficult plunger movement during use. The following was reported by the initial reporter: "a PICC tube was placed in the patient¿s left upper arm. On (B)(6) 2020, the nurse used the flush to flush the tube before the patient¿s PICC infusion. When it was pushed to about 6ml, it could not be pushed in. , after replacing the 10ml needle tube, the static push is successful, the infusion goes on successfully, and the patient is not harmed." Adr# (B)(4).

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number (B)(4). The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. (B)(4).

Event description:
It was reported that a syringe 10ml saline fill (B)(6) sp had difficult plunger movement during use. The following was reported by the initial reporter: "a PICC tube was placed in the patient¿s left upper arm. On (B)(6) 2020, the nurse used the flush to flush the tube before the patient¿s PICC infusion. When it was pushed to about 6ml, it could not be pushed in. , after replacing the 10ml needle tube, the static push is successful, the infusion goes on successfully, and the patient is not harmed." Adr# (B)(4).